Event description:
Staff state that there is new packaging for this product and sterility is compromised getting the product out of the outer package. This is the first time biomed has been notified and received the product but staff say it has occurred 4 times. Product had to be discarded due to sterility being compromised trying to get the inner package out of the badly designed large outer wrap. Manufacturer response (as per reporter) for blood conservation system, strykermanufacturer is familiar with this complaint. Issued return number.